Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending artery (lad) with 90% stenosis and was 35 mm long, with a reference vessel diameter of 3.00 mm. The target lesion 1 was treated with pre-dilatation and placement of 3.00 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal right coronary artery (rca) extending up to middle rca with 99% stenosis and was 35 mm long, with a reference vessel diameter of 2.75 mm. The target lesion 2 was treated with pre-dilatation and placement of a 2.75 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. One day later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with unstable angina pectoris and was hospitalized on same day for further evaluation and treatment. Medication was given to treat the event. The outcome of the event was recovering/resolving. On the following day, the subject was discharged on aspirin and clopidogrel.